Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during device interrogation, noise was observed. Device could not be reprogrammed as it could compromise the device¿s ability to sense arrhythmias. Patient was stable and will be monitored.

Event description:
New information received notes that the device was reprogrammed to solve the issue.